Event description:
This lead was implanted on (B)(6)2011 and explanted on (B)(6)2011. Was removed for future crush issues. The procedure took place at (B)(6) hospital with dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).